Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high right ventricular (rv) pacing impedance measurements and no capture at maximum outputs. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
It was noted that the lead would not be returned, as it was in the possession of the hospital. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that the rv pacing impedance measurements were greater than 2500 ohms, and a lead fracture was confirmed via fluoroscopy. The physician suspected subclavian crush of the lead. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.